Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014 a patient underwent treatment of a descending thoracic aortic aneurysm measuring 59mm in diameter, with conformable gore® tag® thoracic endoprostheses. On (B)(6) 2017 the aneurysm measured 77mm. On an unknown date, a graft infection was recognized. On (B)(6) 2017 the patient expired. The cause of death was not directly related to the graft infection and was termed failure to thrive.

Event description:
On (B)(6) 2014, a patient underwent treatment of a descending thoracic aortic aneurysm measuring 59mm in diameter, with conformable gore® tag® thoracic endoprostheses. On (B)(6) 2017, the aneurysm measured 77mm. The patient underwent endovascular repair of the descending thoracic aorta. On an unknown date, a graft infection was recognized. On (B)(6) 2017, the patient underwent a laryngoscopy. On (B)(6) 2017, the patient underwent radiologically guided vascular embolization. On (B)(6) 2017, the patient underwent an esophagogastroduodenoscopy with ablation of tumors. On (B)(6) 2017, the patient expired. The cause of death was not directly related to the graft infection and was termed failure to thrive.

Manufacturer narrative:
Event: updated. Other relevant history: updated.

Manufacturer narrative:
Date of event: corrected.

Event description:
On (B)(6) 2014 a patient underwent treatment of a descending thoracic aortic aneurysm measuring 59mm in diameter, with conformable gore® tag® thoracic endoprostheses. On (B)(6) 2016, a graft infection was recognized. On (B)(6), 2017 the aneurysm measured 77mm. The patient underwent endovascular repair of the descending thoracic aorta. On (B)(6), 2017 the patient underwent a laryngoscopy. On (B)(6), 2017 the patient underwent radiologically guided vascular embolization. On (B)(6), 2017 the patient underwent an esophagogastroduodenoscopy with ablation of tumors. On september 16, 2017 the patient expired. The cause of death was not directly related to the graft infection and was termed failure to thrive.

Manufacturer narrative:
B.5. Updated.

Manufacturer narrative:
Results code 2: 213: a review of the sterilization records for the device verified the lot met all pre-release sterilization specifications.